Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, the ccd module as defective. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd module. In addition, out technician confirmed that the insertion flexible tube bump. However, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure) expiration date:2024/2/23" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.